Event description:
It was reported that device produced a "no data available" message. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a data recording problem. The analysis file shows all trends appropriately, however, the programmer gives a "data is invalid" designation when attempting to look at the egms or lead performance trends. All other performance trends are steady with no anomalies found.

Event description:
It was reported that device produced a "no data available" message. The device is still in use. No patient complications have been reported as a result of this event. Additional information received through follow up with the physician office indicated that the patient has denied any radiation or other exposure. Additionally, there was a question about the device and that it is unable to read the "files" and impedance trends. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a data recording problem. The analysis file shows all trends appropriately, however, the programmer gives a "data is invalid" designation when attempting to look at the egms or lead performance trends. All other performance trends are steady with no anomalies found.